Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluation: the product was not returned to amo for evaluation. Manufacturing records review: the manufacturing records for the device was reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The lens was delivered via a split in the side of the cartridge tip. There was no patient injury reported. No additional information was provided to abbott medical optics.